Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, he noted a crack in the lens. The crack was about one clock hour from one of the haptics and just inside of the edge of the iol. He decided not to extract the lens and felt the crack was outside of the patient's field of view. The remainder of the surgery was uneventful. Additional information was requested.

Manufacturer narrative:
(B)(4).